Manufacturer narrative:
There are no allegations of system or component failure, as evidenced by all components remaining implanted and in use. Patient had participated in a trial phase and a wear study prior to implant, intended to determine the optimal location for the implant. Surgical procedure was per patient request.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. After having the system implanted, the patient expressed dissatisfaction with the location of the implantable pulse generator (ipg) and requested to have it moved. On (B)(6) 2024 a surgical procedure was performed to relocate the ipg per the patient's request. No components were explanted or replaced during the procedure.